Event description:
Unintentional movement up of the bed's foot section.

Manufacturer narrative:
The facilities biomedical tech indicated when the bed's foot section was in the low position, it would rise unintentionally. Hill-rom tech support instructed the tech to disconnect the foot sensor to see if the problem would recur. The facility did not return hill-rom's attempts to contact.